Event description:
The customer reported that "the unit alarmed vent inop due to various combinations of 24v, +12v, -12v and power fail failures." The customer reported there was pt involvement with no harm to the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.